Event description:
It was reported that the patient was admitted due to increased power and during the admission the patient experienced multiple pump stop events. Log files were retrieved and showed suspicion of a short-to-shield. The patient was transferred to external batteries. The patient received an unshielded power module patient cable. There were no new alarms and the patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: numerous low speed and pump stop events, as well as elevations in pump power/estimated flow typically associated with pulsatility index events, were confirmed via the submitted log file data. The submitted log files contained overlapping data spanning from (B)(6) 2021 at 12:41:01 to (B)(6) 2021 at 08:37:27, per the timestamps. From the beginning of the captured log file data to (B)(6) 2021 at 22:51:22 the patient was supported with battery power. Intermittent elevations in pump power/estimated pump flow typically associated with pulsatility index events were captured on (B)(6) 2021, starting at 15:25:29, while the system was supported with battery power. A specific cause for the change in pump parameters cannot be conclusively determined. Beginning on (B)(6) 2021 at 22:51:36 and occurring for the remainder of the captured log file data, the system was supported with the power module. Numerous low speed and pump stop events were recorded while the system was supported with the power module, beginning on (B)(6) 2021 at 23:55:08 and occurring for the remainder of the captured log file data. No other notable alarms were captured. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potential driveline wire compromise; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. The patient was admitted for elevated pump powers. While admitted, the patient experienced numerous low speed and pump stop events on the power module. The patient was connected to battery power and the alarms resolved. The patient was eventually discharged home on an ungrounded patient cable and remains in close contact with the ventricular assist device team. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional log files were submitted that revealed power elevations and pump stops. The account noted that the controller clock was incorrectly set to 2017 in the additional log files and the dates showing 2017 should be considered as 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: numerous low speed and pump stop events, as well as elevations in pump power/estimated flow typically associated with pulsatility index events, were confirmed via the submitted log file data. The submitted log files contained partially overlapping events and data captures spanning from (B)(6) 2017 at 12:41:01 to (B)(6) 2017 at 08:37:27, per the timestamps. The clock was incorrectly set to year 2017. Per the account, dates showing 2017 should be considered as 2021. From the beginning of the captured log file data to (B)(6) 2021 at 22:51:22 the patient was supported with battery power. Intermittent elevations in pump power/estimated pump flow typically associated with pulsatility index events were captured on (B)(6) 2021, starting at 15:25:29, while the system was supported with battery power. A specific cause for the change in pump parameters cannot be conclusively determined. Beginning on (B)(6) r2021 at 22:51:36 and occurring for the remainder of the captured log file data, the system was supported with the power module. Numerous low speed and pump stop events were recorded while the system was supported with the power module, beginning on (B)(6) 2021 at 23:55:08 and occurring for the remainder of the captured log file data. No other notable alarms were captured. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potential driveline wire compromise; however, a specific cause for the low speed and pump stop events cannot be conclusively determined. The patient was admitted for elevated pump powers. While admitted, the patient experienced numerous low speed and pump stop events on the power module. The patient was connected to battery power and the alarms resolved. The patient was eventually discharged home on an ungrounded patient cable and remains in close contact with the ventricular assist device team. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The instructions for use addresses pump speed, power, flow, and pulsatility index (pi) and explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. This document states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. The instructions for use explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.